Event description:
It was reported that a device was unable to recognize a closed door. There was no report of pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter has not received this device. A supplemental will be submitted if the device is received and evaluated by baxter.